Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was not able to verify the customer's reported issue during testing and evaluation. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
This unit is currently with a vyaire medical authorized service technician and is in the process of being evaluated. Once evaluated and the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit was delivering a higher amount of tidal volume than expected while in use on a patient. There was no patient harm associated with this reported event, the patient was placed on another ventilator with no issues.